Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 300mm balloon. The catheter was kinked throughout its length. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. The balloon appeared to have been previously inflated. No ruptures were noted to the balloon. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire and it passed without issue. Upon inflation, water was seen exiting out the distal tip of the balloon. The balloon was unable to be inflated to nominal pressure due to the leak. The inner guidewire lumen was examined underneath the balloon and a complete circumferential break in the guidewire lumen was noted 30.5cm from the distal tip. The edges of the break were examined under microscopic magnification and were observed to be jagged and stretched. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a break in the guidewire lumen that resulted in a leak from the distal tip of the balloon. The root cause for the break in the guidewire lumen is unknown. It is unknown whether the break was a result of an incorrectly formed weld bond between the inner shaft and dual lumen during the manufacturing of the device. Operator awareness training was conducted at the manufacturing site as a pro-active measure to draw attention to weld bond quality. The training was conducted on 11/05/2015. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in the sfa, the pta balloon dilatation catheter allegedly leaked. There was no reported difficulty in retracting the balloon through the sheath. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.